Event description:
This is an 84 yr old male pt who had a prior pacemaker implanted following aortic valve replacement because of heart block. He was followed by his cardiologist and has been documented to have pacemaker mediated tachycardia. On 2/19/96, he was seen in day surgery to have the pulse generator changed under general anesthesia. The old pulse generator was removed. The atrial and ventricular leads were normal and connected to a co's pacemaker.